Event description:
Patient underwent an right first met cuneiform fusion with a cancello-pure wedge and claw plate, bunionectomy with metatarsal osteotomy of the third metatarsal, syndactylization of the right second and third toes, and tenotomy of the right second metatarsophalangeal joint on (B) (6) 2007. Approximately three months later on (B) (6) 2008, the patient returned for follow up complaining of pain and instructed to begin using a bone stimulator. On (B) (6) 2008, patient returned for follow up. Upon examination, there was pain and local edema with direct palpation of the plate; possible graft failure. On (B) (6) 2008, patient returned for follow up. Examination found first metatarsal head deformed and a hallux hammertoe. Patient returned for follow up at the clinic and was last seen on (B) (6) 2008 to discuss possible treatment with another bone stimulator and monitoring for improvement.

Manufacturer narrative:
Investigation: according to the manufacturing records the graft was manufactured to specification. Two departures were noted during the re-review of records for batch 1-070309. Cancello-pure wedge grafts undergo two validated sterilization methods; biocleanse: to eliminate the potential of disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Results of investigation: after an investigation, the departures had no effect on the quality of the graft. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Conclusion: graft (B) (4) passed all release criteria prior to distribution and met rti specification. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response.